Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the swg kinked during use on the patient." A new device was used. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. The catheter/needle assembly was not returned. Visual and microscopic analysis revealed the guide wire had multiple kinks and offset coils towards the distal end of the guide wire body. The guide wire was unraveled towards the distal end of the body. The distal weld was present and appeared full and spherical. White particulates were observed within the guide wire tubing. No other defects or anomalies were observed with any other portion of the catheterization device. The guide wire was unraveled approximately 3 mm from the distal tip. The guide wire length from the handle to the distal tip measured 116 mm, or 4.56", which is within the specification limits of 4 7/16" (4.44") - 4 11/16" (4.69") per guide wire with handle product drawing. The guide wire outer diameter measured 0.390 mm, which is within the specification limits of 0.381-0.404 mm per guide wire product drawing. Functional testing was performed based on the instructions-for-use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced through a lab inventory cannula and resistance was encountered due to the damage to the guide wire. Manufacturing was previously contacted as part of this complaint investigation. They con-firmed that the particulate observed within the guide wire tubing is a potential manufacturing issue that requires further evaluation via a non-conformance. A device history record review was per-formed, and no relevant findings were identified. The IFU provided with this kit warns the user, "pre-caution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." Non-conformance was initiated to further investigate this complaint issue. The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed the guide wire had multiple kinks to-wards the distal end where it was also unraveled. The catheter/needle assembly was not returned. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The damage is consistent with applied undue force or withdrawal of the needle against the bevel; however, it is unknown if the observed particulates on the guide wire contributed to the reported defect. Based on the information provided and sample received without the catheter/needle assembly, the root cause cannot be determined. How-ever, due to past comments from manufacturing and particulates observed within the guide wire tubing, non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that "the doctor found the swg kinked during use on the patient." A new device was used. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".